Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The first firing ((B)(4)) made a popping sound but fired completely. Since the handle had made the popping sound, a second handle was opened. [Ftr (B)(4)] the second handle ((B)(4)) was used and also made a popping sound. The second stapler fired staples but they were malformed (serious injury). A third handle was grabbed ((B)(4)). The third reload partially fired and make a crunching sound. [Ftr (B)(4)] a fourth handle was loaded and used ((B)(4)). The fourth handle made a crunching noise but fired successfully. [Ftr (B)(4)] a fifth handle was used ((B)(4)). The fifth handle also made a crunching noise. Two reloads were used with this handle but it is not known which was used with the handle when it made the crunching noise. [(B)(4)] no blood loss. The surgeon had to staple around the bad staple loads which resulted in tissue loss and added an hour to the case. There was unanticipated tissue loss due to the re-stapling. At least 3 centimeters of additional rectal tissue was removed. Patient is stable. Nothing coming out of the drain. There are pictures available. No reinforcement material was used.